Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hd 3cmos camera head had e216 (scope communication error). There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Additional findings were as follows: the cable unit was depressed. Based on the results of the investigation, it is likely that the following led to the malfunction: that e216 error occurred temporarily due to temporary cable failure, and this resulted in causing a temporary communication failure. However, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): · ¿an e216 error occurs when an abnormality occurs in the communication between the endoscope and the processor. (Instructions otv-s300 chapter 10 troubleshooting 10.2 troubleshooting guide).¿ · never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. · never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. · do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. · never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ olympus will continue to monitor the field performance of this device.